Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator alarmed for a software error indicating a patient category mismatch between breathing and monitoring subsystems. There was no patient involvement. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). Our fse (field service engineer) was on site and investigated the reported issue. The issue could not been duplicated and passed pre-use checked successfully. No parts were replaced. The ventilator was run all night after fse¿s visit without any problem. The received test log shows that the ventilator passed pre- use check before and after and on event date. The evaluation of the internal log confirms the reported technical alarm during ventilation. The logs show that the cause of the reported alarm was that the breathing subsystem identified an error. When this error occurred the technical alarm was generated and the breathing subsystem automatically rebooted the device. During the subsystem reboot, the ventilation continued unaffected. The ventilator was manually shutdown and startup after the ventilation session. No more deviation could be established afterwards.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).